Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "deployed a 18fr manta post percutaneous ventricular assist device pvad insertion procedure. Collagen and foot plate were deployed inside the vessel". Additional information received on 24may2024: "the physician removed the footplate and collagen through means of a surgical cut down by a vascular surgeon. The cath lab manager described being able to directly visualize the footplate and collagen inside the vessel during the surgeon's repair." Received on 28may2024: "there was only one manta used. There was no measurement obtained during the use of the manta. Manta was deployed and there were concerns of post manta on blood flow. Later on that night surgeon was paged due to the patient having a cold leg and cutdown was performed." The patient was reported as fine.

Event description:
It was reported that: "deployed a 18fr manta post percutaneous ventricular assist device pvad insertion procedure. Collagen and foot plate were deployed inside the vessel". Additional information received on 24may2024: "the physician removed the footplate and collagen through means of a surgical cut down by a vascular surgeon. The cath lab manager described being able to directly visualize the footplate and collagen inside the vessel during the surgeon's repair." Received on 28may2024: "there was only one manta used. There was no measurement obtained during the use of the manta. Manta was deployed and there were concerns of post manta on blood flow. Later on that night surgeon was paged due to the patient having a cold leg and cutdown was performed." The patient was reported as fine.

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73m2300241 manta 18f indicated a non-conformity ((B)(4)) related to this lot. No impact related to device, no reworks, or other issues related. Therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A male patient presented in the or for an impella procedure. Post-impella, an 18f manta device was deployed for closure. No measurements were obtained during the use of the manta device. There were concerns regarding blood flow post-manta deployment. Later that evening, the patient was experiencing cold leg, and a vascular surgeon was called in. The surgeon performed a cut-down, explanting the manta device. The cath lab manager directly visualized the manta device inside the vessel during the surgical intervention. Patient outcome post-procedure was fine. The root cause of the occlusion requiring surgical intervention is likely contributed to user error due to no measurements were taken or followed during the deployment procedure. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and this is a known risk of the device. The severity of harm is ranked as a 4 due to local surgical repair at the vessel access site arteriotomy was required which covers this incident. The manta instructions for use (IFU) lists potential adverse events related to the deployment of vascular closure devices have been include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. IFU procedure requirements state if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. Precautions as stated in the IFU: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no p roduct quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events. Corrected data: correction to section d.4 UDI was updated from (B)(4) to (B)(4) to include the full UDI.